Manufacturer narrative:
Batch review performed on 08 october 2019: lot 1720491: 80 items manufactured and released on 28-mar-2018. Expiration date: 2023-03-20. No anomalies found related to the problem. To date, 18 items of the same lot have been already sold without any similar reported event. Addition implants involved in the event: sacro-iliac screw system 03.65.704 si-joint screw 10x40 (k171595) lot. 1720488. Batch review performed on 08 october 2019: lot 1720488: 47 items manufactured and released on 09-apr-2018. Expiration date: 2023-03-19. No anomalies found related to the problem. To date, 35 items of the same lot have been already sold without any similar reported event. Two devices of this lot involved in this complaint. Addition implants involved in the event: sacro-iliac screw system 03.65.903 standard washer ø17mm, ti (k171595) lot. 1720499. Batch review performed on 08 october 2019: lot 1720499: 58 items manufactured and released on 09-apr-2018. Expiration date: 2023-03-20. No anomalies found related to the problem. To date, 41 items of the same lot have been already sold without any similar reported event. Two devices of this lot involved in this complaint. Addition implants involved in the event: sacro-iliac screw system 03.65.901 standard washer ø13mm, ti (k171595) lot. 1720497. Batch review performed on 08 october 2019: lot 1720497: 72 items manufactured and released on 09-apr-2018. Expiration date: 2023-03-20. No anomalies found related to the problem. To date, 59 items of the same lot have been already sold without any similar reported event.

Event description:
About 9 months after primary the surgeon decided to revise the implants for loosening in the sacrum. Explantation was difficult and caused a lot of muscular damage.